Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomedical engineer (biomed). The biomed had called to confirm if the speaker malfunction error was appearing on the mx850 or the intellivue x3 module connected to the mx850. The rse inquired where the customer saw the error, and they confirmed it was on the mx850. The rse asked the biomed to disconnect the x3, and despite disconnecting, the error persisted on the mx850. As there was a speaker malfunction error and no sound from the speaker, the rse recommended replacing the speaker; the biomed opted to inspect the mx850 themselves. No further information was provided. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue mx850 patient monitor indicating that there was a speaker malfunction error message, and the speaker was not producing sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.